Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49 (mg/dl). Reportedly, the customer attributed their low bg levels to not eating and going through menopause. Glucose tablets were consumed to address bg levels. Recommendation was made to consult their health care provider to discuss diabetes management.